Event description:
It was reported that the patient had deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.